Manufacturer narrative:
The account was conducting a series of troubleshooting processes and does not know what happened to cause the device to begin functioning correctly, while troubleshooting the device. The account tested the device, and could not duplicate the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the device will not go into trendelenburg.